Event description:
It was reported that a broken package was found before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "on (B)(6) 2019, a teacher at the disinfection and supply center of the first affiliated (B)(6), found the middle package broken when she opened the outer package." 80 occurrences reported.

Manufacturer narrative:
Investigation: bd has been provided with photos for catalog 301948 lot 1903216 to investigate for this record. Visual examination of the photos shows damaged product which seems to have been opened before arrival to the customer. As a result, bd was able to verify the reported issue. After the revision of the batch history review and registers of c-047 "revision of damaged material in handling / storage procedures", bd has determined that no re-work was done with product of this batch. Unfortunately, bd has not been able to establish the specific root cause thereby incur the reported issue. The most probable root cause could be related to the storage or transport of the product after production.

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken package was found before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "on (B)(6) 2019, a teacher at the disinfection and supply center of (B)(6), found the middle package broken when she opened the outer package." 80 occurrences reported.